Event description:
Could not stand or walk [mobility decreased]. Stomach pains [abdominal pain upper]. Pain [arthralgia]. Swelling [joint swelling]. Case description: a spontaneous report was received on (B)(6) 2010 from a (B)(6) male patient with a history of osteoarthritis of the knees, initials (B)(6), who experienced pain and swelling, severe stomach pains, and was unable to stand or walk for three days after starting synvisc-one. Previously, the patient received injections of synvisc-one in (B)(6) 2010. He experienced similar adverse events with that series of injections too. For additional information regarding those events, please refer to manufacturer control number (B)(4). In this series, the patient received injections of synvisc-one into both knees on (B)(6) 2010. The patient reported that he experienced pain and swelling (site unspecified) that began within five hours following the injections. The patient also had severe stomach pains throughout the night and had to use multiple doses of antacids. The patient could not stand or walk for three days until he was given steroids and painkillers. A week after receiving the steroids and the painkillers, the patient was hobbling short steps on a cane. At the time of this report, the outcome of the patient was unknown. Manufacturer's comment: the benefit-risk relationship of synvisc-one is not affected by this report.